Event description:
It was reported that during an acl and pcl reconstruction surgery the screw broke off when it was being inserted into the left knee tibial. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 7x25mm biorci ha screw, used in treatment, has been returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 5mm of the distal threads have been broken off and were not returned. The screw was returned in two pieces, the breakage is angular in nature. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. An exact root cause cannot be determined with confidence without the pertinent clinical details regarding site preparation; however, factors that could have contributed to the reported event include: no preparing the insertion site with the required starter and or tap in hard bone applications. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.